Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: after the case was completed the surgeon reported the adenoid tip appeared melted on the sides of the tip. Analysis conclusion: complaint confirmed: the plastic housing is melted, however <(><<)>(><(> <<)><(><<)>)> 33% of the ¿wire square¿ is exposed, which meets the acceptable damage requirements. Additionally, it was found that the adenoid tip electrode wire is fractured, with a portion detached from the plastic housing and the electrode wire has minimal support from the housing, with deformation in the ventral to dorsal direction during application. These findings fail to meet the acceptable damage requirements. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case, the surgeon reported melting of the plasmablade device tip. There was no unintended tissue damage or injury to the patient reported. Additionally, it was found during analysis that the adenoid tip electrode wire was fractured and a portion was detached from the plastic housing.